Event description:
It was reported that the pt underwent a bariatric surgical procedure on (B)(6) 2002 and sutures were used. The staples were removed from the pt on (B)(6) 2002, and the pt reportedly feeling weak, but incision was "healing well." On (B)(6) 2002, the pt reported a yellowish-brown drainage and redness around the incision site, and was advised to clean area with hydrogen peroxide. The remainder of the staples were removed on (B)(6) 2002; more drainage was noted and additional cleansings with hydrogen peroxide was recommended. The pt reported a fever of 101 to the surgeon on (B)(6) 2002. The pt consulted a second doctor on (B)(6) 2002, complaining of abdominal pain. On (B)(6) 2002, the pt was seen for hypertrophic granulation tissue at the site of her draining surgical incision and the surgeon cauterized the site with silver nitrate. A CT scan showed areas of inflammation and fluid collection in the abdomen. On (B)(6) 2002, the pt saw another doctor complaining of a "knot" in her stomach and pain at surgical site. On (B)(6) 2002, the pt had bleeding and purulent drainage from surgical site. The pt underwent a suture removal procedure on (B)(6) 2002 and advised to clean with hydrogen peroxide. She underwent additional suture removal procedures on (B)(6) 2002. The pt had another infection at the site on (B)(6) 2002 and was treated with antibiotics (zithromax). The pt was diagnosed with a post-incisional hernia on (B)(6) 2003 and additional suture abscesses on (B)(6) 2003, followed by suture removal procedures. The pt underwent a laparoscopic ventral herniorrhaphy on (B)(6) 2003. No additional information was provided at this time.

Manufacturer narrative:
(B)(4) - infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.